Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of cannula leakage on (B)(6) 2025, (B)(6) 2025, (B)(6) 2025. The issues occurred with three similar types of infusion sets used for one to three days and site was patient's abdomen. Also, the symptoms appeared within three or more hours after insertion. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.